Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in the ultrasound department. The bag where the fluid is collected was leaking. The leak occurred where the seal is located. As a result, they used a different product to complete the procedure. There was a delay in treatment with no patient harm and no patient death or complications reported.